Event description:
It was reported the patient's scs (spinal cord stimulation) system was not working and he had no stimulation. The patient received a low battery flag on the programmer and the ipg longevity was estimated to be 187- 25 months. Follow-up information received the patient had been scheduled for an ipg replacement at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.